Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported stent damage was confirmed. The failure to advance and difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. Based on visual, dimensional, and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a 90% stenosed, heavily calcified lesion in the heavily tortuous right coronary artery (rca). After pre-dilatation, the 3.50x23mm xience xpedition stent delivery system (sds) failed to cross the lesion reportedly due to the heavy calcification and the stent implant became flared. Additionally, during withdrawal resistance was met with the guiding catheter reportedly due to the flared stent implant. There were no reported adverse patient sequela and no reported clinically significant delay in the procedure. Another xience xpedition sds was used to successfully complete the procedure. There was no additional information provided.